Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose level was 148 mg/dl at the time of the incident. Customer states he was just getting dressed when he received the stuck button alarm but after he took his bolus the received the alarm and buttons was not working correctly before then. Customer states they were not able to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a constant flashing white light on the display and constantly beeping due to vertical cracked lcd controller electronic board. Unable to verify button keypad unresponsive due to flashing white light on the display. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay and missing display window cover.